Manufacturer narrative:
Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow up, a nurse practitioner observed redness and purulent drainage at the device implant site. The patient was administered oral antibiotic treatment and monitored.